Manufacturer narrative:
Pump was received with pump error 38 alarm during rewinding. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found multiple pump error 43 alarms in the event date of 27-sep-2025 started from 21:02:35 to 23:03:11 during basal delivery. Pump error 38 alarm found in the pump history file/trace on 29-sep-2025 at 08:38:53. Pump was cut open to perform visual inspection and found corroded motor home switch. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Pump error 38/43 alarm was confirmed due to corroded motor home switch. Prime/fill anomaly/rewind anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported trying to rewind the insulin pump but just getting pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) on the insulin pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done and found an issue during the priming process. The customer was unable to exit the ¿load reservoir¿ process/¿preparing to prime¿ loop. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.